Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The or manager reported the following event: "during a surgery, the drill fractured into 3 pieces. It happened at the end of the procedure and there were no delay and no adverse consequences for the patient."

Manufacturer narrative:
Evaluation summary: the reported event that the drill bit broke could be confirmed since the returned device matches the reported failure. The tip of the drill bit is broken in 3 parts. See pictures attached. The sharp part is blunt. There are some deformations at the tip which could be explained by the fact the item was used multiple times. There is some scratches inside the cannula indicating that too much force was applied on the device, most probably by a bent k-wire or if the surgeon drill in an oblique way. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. We can assume the breakage was caused by too much force applied on the device with k-wire inside bent during drilling (oblique drilling) or before the drilling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The or manager reported the following event: "during a surgery, the drill fractured into 3 pieces. It happened at the end of the procedure and there were no delay and no adverse consequences for the patient."